Event description:
The generator underwent product analysis and the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The patient's neurologist stated that the patient's increase in seizures were not worse than before the vns was implanted. The generator was received by the manufacturer and analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
It was reported that the patient would like a prophylactic generator replacement due to an increase in seizure frequency and intensity occurring in the past 6 months. Historically this patient gets significantly worse when their battery gets anywhere near the end of service. System diagnostics were performed and there were no issues. The doctor offered increasing the settings on the patient¿s vagal nerve stimulator, but the patient stated he does not think he would be able to tolerate any higher stimulation intensity. The patient also historically notices a significant increase in seizure frequency and intensity during the summer months which he attributes to heat and allergy season. The patient received a prophylactic generator replacement. The device has not been received by the manufacturer to date. No other relevant information has been received to date.